Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken impaction handle. Tha procedure delayed 5 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: broken impaction handle. Tha procedure delayed 5 minutes. Update from mps: when we were in the case, the surgeon (who has been using mako consistently for years) could not get the impaction platform on the handle. When the rep and I tried, it did not work either, but we tried another piece with the same handle to confirm it wasn¿t the handle. Something felt stuck on the side that wouldn't allow us to fully seat or turn it, as if a bit of metal was sticking out. Device evaluation and results: visual inspection: visual inspection shows no abnormalities. See attached images of the instrument. Dimensional inspection: dimensional inspection was not completed as functional testing addresses the alleged failure. Functional inspection: functional inspection shows that the shell impaction platform, p/n 206270, l/n 45020116 is able to properly assemble to a modified hudson connector such as those of the impactors both straight and offset. Material analysis: material analysis not performed. Device history review: review of device history records indicate (B)(4) devices were accepted into final stock on feb 4, 2016 with no reported discrepancies. Complaint history review: review of complaints within the trackwise database for p/n 206270, l/n 45020116 show 0 other complaints related to the failure in this investigation conclusions: alleged failure could not be replicated. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Broken impaction handle. Tha procedure delayed 5 minutes. Update from mps: when we were in the case, the surgeon (who has been using mako consistently for years) could not get the impaction platform on the handle. When the rep and I tried, it did not work either, but we tried another piece with the same handle to confirm it wasn't the handle. Something felt stuck on the side that wouldn't allow us to fully seat or turn it, as if a bit of metal was sticking out.